Manufacturer narrative:
Failure analysis is still in progress

Event description:
It was reported that upon opening the product at the user facility foreign material was found on the interior of the tubing of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that upon opening the product at the user facility foreign material was found on the interior of the tubing of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.